Event description:
Heli-fx endoanchors were used to treat a late type 1a endoleak due to endograft migration in a patient previously treated with a medtronic endurant endograft. The proximal neck length was reported to be 5mm. A total of six endoanchors were placed during the procedure. Despite endoanchor placement, the endoleak was not completely resolved. Difficulty was noted during deployment of the fourth endoanchor as the motor of the heli-fx applier strained and the catheter shaft was noted to have wound up; however, no anomalies were noted immediately following endoanchor deployment and the subsequent two anchors were deployed without issue. However, upon completion angiography, it was noted that the proximal aspect of the fourth endoanchor had straightened on deployment and fractured, with the head of the anchor coming to rest on the back wall of the visceral aorta, proximal to the endograft. The distal portion of the anchor remained implanted within the endograft and aortic neck. Attempts to retrieve the embolized anchor fragment using suction and with a snare were unsuccessful. The fragment was successfully moved distally into the endograft, and an attempt was made to exclude the fragment from the circulation by placement of an aortic cuff within the main body of the endograft. However, during these maneuvers, the fragment was dislodged from the aorta and embolized to a distal branch of the left renal artery. An aortic cuff was not implanted. The decision was made not to retrieve the anchor fragment from the location in the renal circulation. A left nephrogram showed unimpeded flow past the endoanchor fragment, but incomplete contrast perfusion to a small portion of the upper proximal left kidney.